Manufacturer narrative:
This should have been marked as an adverse event which required medical intervention as the patient had to come in for an unscheduled treatment the following day. The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the uf pump was replaced which resolved the uf removal low issue. The biomedical engineer could not duplicate the reported fail on line pressure holding test (pht) issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4) no parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on august 8, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. There is significant documentation in the medical record that shows a likely relationship between the hd machine and the failure of loss of weight during the hemodialysis (hd) treatment that occurred on (B)(6) 2016 which necessitated that an additional hd treatment be performed on the following day ((B)(6) 2016). However, there is no allegation or indication of patient harm. The patient successfully completed the follow-up hd treatment and continues hd therapy with no ill effects. Note: there are no alarms to alert the user to the uf pump being out of calibration. The uf pump calibration is part of the quarterly or 1000 hour preventative maintenance. Alarms related to uf are as follows: uf profile error - a uf profile calculation error has been detected. Uf pump alarm - uf pump is not connected or is not pulsing properly. Uf rate error - a calculation error has been detected. The uf pump volume is an item calibrated quarterly or 1000 hours by the clinic as recommended in the 2008k preventative maintenance procedures (p/n 507297 rev. J). Due to the manufacturer-specified frequency and clinic practice, calibration issues are rare; typical clinic standard of care is to weigh patients before and after treatment, in order to gage fluid retention or loss. When this is done, a large uf error would be detected. However, patients may retain or shed excess fluid regardless of the ultrafiltration unit performance due to the nature of hemodialysis treatment and associated variables. Fresenius medical care continues to monitor and trend any reports of patient adverse events. In addition, internal standard operating procedures are followed to ensure proper trending and escalation to CAPA, if needed.

Event description:
A biomedical technician (bmt) from a hospital's in-center hemodialysis unit (hd) reported an event which resulted in a patient requiring an additional hd treatment due to a malfunction of the 2008k hd machine. The patient presented to the user facility for a routinely scheduled hd treatment on (B)(6) 2016 with no reported symptoms. The patient's pre-dialysis weight was noted as being 105.2 kilograms (kg). The ultrafiltration fluid removal goal was set to 4.7 kilograms. The unit failed the online pressure holding test (pht) during treatment, but the patient was able to complete the full treatment with no adverse effects experienced and no medical intervention required. The machine indicated that the ultrafiltration goal of 4.7kg had been achieved; however, the patient's post dialysis weight was recorded as being 105.1kg. The patient had only 0.1kg of fluid removed. The patient was sent home asymptomatic and returned the following day ((B)(6) 2016) for a subsequent hd treatment. The patient's second treatment was successfully completed using a different hd machine. The ultrafiltration fluid removal recorded on the machine matched the patient's pre/post weight measurements. Following the event, the unit was pulled from service for evaluation. No machine alarms were observed and the online pht test failure was not duplicated. The biomed inspected the ultrafiltration pump and found the strokes per milliliter to be out of calibration. A visual examination of the pump found the shaft to be "gunky and rusty." The biomed replaced the ultrafiltration pump to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The pump has not been returned to the manufacturer for evaluation.